Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009: the patient was pre operatively diagnosed with: multilevel degenerative disease of the lumbar spine; debilitating back and right greater than left leg pain; status post revision l4-l5 discectomy, fusion. Hence, patient underwent l5-s1 anterior lumbar interbody fusion(use of bmp. Peek interbody cage and plate. As per op-notes ¿we easily exposed the l5-s1 level and ligated it off from sacral vessels. A 14 mm graft was chosen at the l5-s1 levels and packed with bmp with and graft and also lateral and anterior to the graft. We applied a plate with 2 screws into l5 and s1, giving excellent purchase, locked this into position. We closed the incision and patient was positioned for part 2 of the operation¿. Patient alleges leg pain and persisting back pain due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.